Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been hospitalized. The contact did not provide further information regarding the hospitalization. Upon follow-up, the customer declined further information regarding the event. Reportedly, the customer reverted to using insulin pens for insulin therapy as the customer's parent did not "trust" the pump.